Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the igs did not start. No patient was present at the time of the event.

Manufacturer narrative:
The computer (computer 9735225r rollingstone s7 rfrb, lot 1756301) was returned to the manufacturer for analysis. It was reported that through functional testing and visual/physical examination the issue could not be confirmed or duplicated as there was no failure found with the component. If information is provided in the future, a supplemental report will be issued.